Manufacturer narrative:
The lens was returned in the well area of the lens case. Viscoelastic is dried on the lens. The lens has been cut into two pieces typical of removal. The lens portions are adhered to each other. The lens was cleaned with lphse. A scrape mark is observed on the anterior optic surface. Narrow scratches are also observed, which originate at the optic edge. Small cracked areas are observed near the opposite edge, which have the appearance of marks made by an instrument used to grasp the lens. This damage may have occurred during the lens removal. A used cartridge was also returned. Inadequate viscoelastic was observed in the cartridge. The cartridge has evidence it was placed into a handpiece. No cartridge damage is observed. The viscoelastic indicated is not qualified for use. The customer indicated the handpiece caused the reported scratch. Damage was observed to the anterior optic surface that may have been caused by a handpiece plunger. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after in intraocular lens was inserted into a patient's eye, the surgeon saw a scratch on the lens. The lens was removed and another lens was implanted instead. In a follow up, the surgeon indicated that possibly an associated product may have contributed to the scratch during lens implantation. A non-qualified viscoelastic was also used during the lens implantation.